Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that air was observed in the patient line of an integrated apd set with cassette. The technical service representative (tsr) was unable to find anything that would have caused or contributed to the presence of air. The tsr assisted the reporter in ending therapy. The patient completed therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.